Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. The customer replaced the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported unit displaying alarm light emitting diode (led) failed. The customer indicated the problem was discovered during v60 setup and verified alarm led failed error code in the significant event log. The remote manufacturer's service technician recommended ordering and repacking v60 power switch overlay and emailed the customer the v60 service manual version k. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.